Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es random cubies error.the customer stated that the malfunction caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that drawer 5-2, an enhanced half-height cubie in the main, multiple pockets was not detected. A field service engineer replaced the damaged retractor band in drawer 5-2 to resolve the issue. The fse then tested the drawer using diagnostics, and the previously failed cubies were successfully recovered. The system functioned as intended after the field service engineer repaired the device.